Manufacturer narrative:
Report confirmed. Evaluation determined the tool was used and broken. The distal portion was not returned. Microscopic examination revealed impact defects (dents) on cutting edge at fracture site. Shaving of donor material on cutting edge proximal to fracture site. Fracture face is mostly planar and perpendicular to axis of rotation, with a ¿riser¿ on one side. Shape of fracture is consistent with initiation on edge with impact defect. Impact created when tool contacted a metallic object while rotating. The likely cause was identified as tool contacted a metallic object while rotating and an impact defect was created in at least two locations. The deeper defect found on the returned portion of the tool provided a crack initiation point and the tool fractured during use with normal loads. The user manual contains the following warning ¿slender design for precise dissection with minimal bone loss. For transection, osteotomy, graft harvesting, bone shaping, entry hole, suture hole, midface advancement, etc.,¿ which does not include cutting metal. We will continue to monitor this complaint type for trends.

Event description:
It was reported that dissecting tool broke during a procedure. X-ray was completed to retrieve the broken piece. There was no patient impact. On follow up the initial reporters name was provided. The surgical procedure was a craniotomy for subdural. It was confirmed there was a 30 minute delay in the procedure to retrieve a new tool and drill, and x-ray the patient to retrieve the broken tool. Some patient information was also provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.